Manufacturer narrative:
(B)(4).

Event description:
It was reported an upper out of range high voltage lead impedance was observed. The patient also received inappropriate therapy due to oversensing. The lead was explanted and replaced. The patient condition is good.